Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding the patient's external equipment. It was reported that the patient stated 'since I got this newest greatest pump, when I go to do a bolus, it takes around 3 to 4 minutes to do it (receive the bolus started screen after requesting the bolus). The first 2 days that I had it was super fast, and I was thinking, oh this is great. I got a new pump, and it's way faster than the other 5 I've had. ' patient stated 'after about the 3rd or 4th day, it started taking 2-3 minutes, and now I'm up to about 4 minutes, to get my first bolus. What gets me is it goes to 90% very quickly, and then it takes approximately 60-70 seconds from 90% to register at 100%.' Patient stated the screen would get to 90% really fast and show 'retrieving pump settings 90%' and would sit there. Patient stated once they tap 'deliver bolus' the percentage gets stuck at 90% again before seeing 'bolus started.' Patient stated their hand would cramp while holding the communicator for that long. Patient stated they power the handset off after use but do not close the myptm app. Patient stated they talked to their doctor, 'who doesn't know anything about this,' and just mentioned 'he told me every once in awhile it kicks him out of the reprogramming so he has to close it out and start again.' Patient mentioned this answer from their doctor prompted them to speak with medtronic representative (rep) about this. Patient mentioned they had talked to medtronic rep about this 'several times since I got the pump,' as well as at a pump refill last week at the doctor's office'. Patient stated medtronic rep told them to call patient services because there was probably an 'encryption or an updated needed'. Patient stated while at the office, another medtronic pump patient reported a similar issue with a reported lag at 90% so the patient knew it was not just them. While on the call, patient was able to successfully connect to their pump and saw 'high battery usage detected. High battery use is detected. To resolve the issue.' Agent had patient get out of that screen to navigate to storage. Patient had a bolus available but did not want to use it because they lost one bolus already (as noted below) and like to keep their boluses for in the evenings. Patient data service: app 30.94 mb data 4.96 mb cache 32.77kb total: 35.93 mb. While on call, patient stated they knew they have to go see their doctor about this, who was an hour and a half away, but mentioned they had a time change on sunday, and last night, it cut them off at 11pm, and they did not get one of the 5 boluses they had, but then it gave them one the next day because of the time change. Patient inquired if healthcare provider (hcp) had to update pump time on their tablet. Patient mentioned this handset was 'way slower than any of the pumps I've had. When the doctor refills and resets it, it helps some, but it was never really speedy.' Patient mentioned hcp changed the concentration of their medicine so they go in for refills every 45-50 d ays instead of every 30, but patient stated this longer time in between refills created more storage issues for bolusing and had made the 90% issue worse. Agent reviewed connection considerations and reviewed closing the app after use. Patient would monitor and call back if further assistance was needed. Additional information was received from a healthcare provider (hcp) and the hcp had the patient contact patient services and local representative. The hcp was unaware of the cause of the patient¿s external equipment taking longer to bolus determined. The hcp was unsure of the actions and if it was resolved.